Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient also reported a stinging/tingling sensation around the pocket. Patient was reported to be in good condition prior, during, and after the check.